Event description:
The device balloon failed to inflate when the target lesion was reached and the physician attempted to inflate it with water using a syringe. The doctor then attempted to remove the device, however, restriction was felt, he then pulled the device harder, but at this point the proximal shaft kinked and the balloon broke. The doctor then removed the device from the patient, but a part of the balloon detached from the shaft, and remained in the patient.